Event description:
It was reported that the patient was seen in the clinic after hearing a device alarm. Impedance on the superior vena cava (svc) coil and right ventricular (rv) lead defibrillation coil were high. The patient was taken to the catheterization lab and the device pocket opened. Impedance tests indicated high right ventricular (rv) lead impedance. The rv lead was partially removed and replaced. When tightening the set screw on the newly implanted lead, the set screw would not set. The set screw was removed from the device header and appeared to be stripped. A service kit was obtained and a new set screw was used. The new set screw tightened without any difficulty and the implantable cardioverter defibrillator (ICD) remains in use. It was also noted that there had been some known difficulty with the set screw during the original device implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4).